Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Sales consultant reports that a synapse locking screw would not hold onto the screwdriver. When the surgeon inserted the screw, the groove was too shallow and it could not align perfectly with the tip of the screwdriver. The surgeon was finally able to implant the locking screw in the patient. There were no adverse effects on the patient and no significant delay to the procedure. This is report 1 of 1 for complaint (B)(4).